Event description:
Patient on dialysis machine with 2 minutes left of treatment became bradycardic and then coded. Hd nurse returned blood and capped catheter. Patient on 0 k+ for 1 hour and then 1 k+ for 2 hours. Machine failed post functional test. Machine failed uf control function and the optical detector post event. Machine failed the positive pressure test on the hydraulics, and the positive pressure test on the uf pump post event.